Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, hemoptysis is a known risk associated with implant of the sensor.

Event description:
After the implant procedure, the patient experienced hemoptysis. The event resolved on its own. The patient was discharged from the hospital.